Manufacturer narrative:
The suspect device has been returned for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a percutaneous transluminal angiogram procedure, the catheter tip detached. The physician had acquired retrograde arterial access and during catheter manipulations over a guide wire the catheter tip detached. The catheter tip remained on the guide wire and was removed together with the catheter. No patient injury to report.

Manufacturer narrative:
The suspect device was not returned for evaluation. Unopened units returned from the account were examined visually and no defects were found. The complaint could not be confirmed and the root cause could not be determined. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and one similar complaint for this lot number was found.